Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly; customer reverted to an alternate method of insulin therapy.